Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported he attempted to re-calibrate the turbine pressure transducer but it kept failing at 0cmh20. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault and ventilator inoperable alarms during use on a patient on the vela ventilator. The customer reported the patient was provided manual resuscitation (bagged ) and then was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.